Manufacturer narrative:
Additional information was added to h4, h6, and h11: h4: the lot was manufactured in april 2024. H11: the actual device was not available; however, retained samples were evaluated. Visual inspection of the retained samples did not identify any abnormalities that could have contributed to the reported condition. The retained samples were gravity and leak tested with no issues. The reported condition was not verified on the retained samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an extension set leaked from an unspecified location during patient use. The patient woke up wet due to parenteral nutrition leaking all over their bed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.